Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with cracks under lcd lens screen. Event history log review was performed and found no evidence of reported problem. Visual inspection, and functional testing were performed. The customer reported issue could not be duplicated. According to the investigation, no problem was found during investigation. However, the device will undergo a full pm as a preventive measure.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited cassette not attached properly" due to reported faulty sensor. No adverse effects reported.